Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that a loss of prime warning had occurred after a new cartridge set was appropriately changed. The reporter denied a loose cartridge cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/27/2015 with the following findings: a review of the pump black box data revealed pump not primed warnings with readings that did not reach zero. The rewind, load and prime steps were performed successfully with no alarms. A force sensor calibration test was within specifications. The pump was exercise for 24 hours with no loss of prime occurring. The pump was opened and no damage was found to the force sensor circuit. The original complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.